Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 1 of 7. Per the initial report, home patient (hp) had a low drain volume alarm. The hp disconnected during dwell 1 of 7. The technical service representative (tsr) had the hp check the line for kinks/occlusions/fibrin/air bubbles. The hp stated that the patient line had no solution in it. The tsr assisted the hp with ending therapy. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was confirmed based on home patient (hp) stating that there was no solution in the patient line. Source of the air in the patient line is unknown. The assignable cause was air in the line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available at this time and the lot number was unknown, therefore no evaluation or batch review could be performed. . Should additional information become available, a follow up MDR will be submitted.